Manufacturer narrative:
The ventilator was investigated by our field service engineer. Severe contamination was found inside the expiratory cassette and on the valve membrane. The expiratory cassette was cleaned and the ventilator then passed functional and pre-use checks and was cleared for clinical use. The patient circuit system used at the time of the event was no longer connected to the ventilator. Further information from the healthcare facility stated that no expiratory inlet bacteria filter was used to protect the expiratory cassette on the expiratory side of the ventilator. Ventilator logs were downloaded. Evaluation of the received event log found that alarms for airway pressure high and expiratory minute volume low was generated on the reported event date. Airway pressure high and expiratory minute volume low alarms indicate that ventilation was ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the by the user set upper pressure limit is reached, whereby the inspiration phase is terminated and goes over to expiration. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient is not receiving the set volume and this may be related to an increased expiratory resistance in the patient¿s breathing system where the expiratory cassette is one component. The event log also shows that nebulization had been used on several occasions during the ventilation. The user¿s manual states as a warning that do not use nebulization without a filter connected to the expiratory inlet of the ventilator system and that the airway pressure should be monitored. Successful pre-use checks were performed prior to use. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The conclusion is that there was no ventilator malfunction. The reported event was caused by lack of expiratory inlet bacteria filter on the expiratory side of the ventilator when using nebulization for administering medication to the patient. The expiratory gas has then contaminated the expiratory cassette which gave an increased expiratory resistance for the patient.

Event description:
It was reported that there was no air to the patient. There was no patient harm. (B)(4).